Event description:
The accusol 35 dialysis solution for continuous renal replacement therapy (crrt) by nikkiso does not contain bar codes or ndc on the bag. The sticker on the bag has lot number, expiration date and a bar code . However, the bar code is not recognized by our ehr therefore cannot be scanned into the system during preparation or administration . This poses safety risks as there are four different strengths of the dialysis solutions which contain different amount of electrolytes. Not being able to scan the bags can potentially lead to dispensing or administering the wrong strength/dose of the dialysis solutions thus causing patient harms. (B)(6).